Manufacturer narrative:
Reported event: an event regarding disassociation and wear(metallosis) involving an unknown accolade stem was reported. The event of disassociation was confirmed via review of the provided medical records by a clinical consultant. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient underwent a primary cementless total hip arthroplasty at some point in the past and developed had neck disassociation due to trunnionosis and developed metallosis. Explantation of the prosthesis was carried out. I can confirm that the patient had a primary hip arthroplasty and suffered head neck disassociation with trunnion deformity since I saw the x-rays. I cannot confirm the metallosis nor the type of revision procedure or construct. I cannot determine the root cause of this event with certainty. The causes of head neck disassociation with trunnionosis and metallosis are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. Metallosis was observed. The event of disassociation was confirmed via review of the provided medical records by a clinical consultant which indicated the following: "this patient underwent a primary cementless total hip arthroplasty at some point in the past and developed had neck disassociation due to trunnionosis and developed metallosis. Explantation of the prosthesis was carried out. I can confirm that the patient had a primary hip arthroplasty and suffered head neck disassociation with trunnion deformity since I saw the x-rays. I cannot confirm the metallosis nor the type of revision procedure or construct. I cannot determine the root cause of this event with certainty. The causes of head neck disassociation with trunnionosis and metallosis are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient has an accolade tmzf stem in with a large cocr lfit metal femoral head (36 or 40) and trunion neck of stem is fully corroded down to a pencil tip. A ton of metallosis. Was done years ago, but not sure of when or where. "Left side hip."

Manufacturer narrative:
Reported event: an event regarding disassociation and wear(metallosis) involving an unknown accolade stem was reported. The event of disassociation was confirmed via review of the provided medical records by a clinical consultant. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient underwent a primary cementless total hip arthroplasty at some point in the past and developed had neck disassociation due to trunnionosis and developed metallosis. Explantation of the prosthesis was carried out. I can confirm that the patient had a primary hip arthroplasty and suffered head neck disassociation with trunnion deformity since I saw the xrays. I cannot confirm the metallosis nor the type of revision procedure or construct. I cannot determine the root cause of this event with certainty. The causes of head neck disassociation with trunnionosis and metallosis are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. Metallosis was observed. The event of disassociation was confirmed via review of the provided medical records by a clinical consultant which indicated the following: "this patient underwent a primary cementless total hip arthroplasty at some point in the past and developed had neck disassociation due to trunnionosis and developed metallosis. Explantation of the prosthesis was carried out. I can confirm that the patient had a primary hip arthroplasty and suffered head neck disassociation with trunnion deformity since I saw the xrays. I cannot confirm the metallosis nor the type of revision procedure or construct. I cannot determine the root cause of this event with certainty. The causes of head neck disassociation with trunnionosis and metallosis are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Patient has an accolade tmzf stem in with a large cocr lfit metal femoral head( 36 or 40) and trunion neck of stem is fully corroded down to a pencil tip. A ton of metallosis. Was done years ago, but not sure of when or where. "Left side hip".